Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2023-03024.

Event description:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2023-03024.

Event description:
It was reported that, during a scheduled intervention, the defibrillator did not shock the patient in synchronized cardioversion mode. The service then changed the defibrillator and was able to shock. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.